Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# j0504304v, implanted: (B)(6) 2005, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that the patient had seen the elective replacement indicator (eri), end of service (eos) and call your doctor screens on the patient programmer. It was noted that the patient knew the device was dead, but last night at 2:30 in the morning, the patient had felt electric shocks in their toes, the big toes and the one next to it. It was noted that it was noted that the patient saw the screens the following morning. Additional information has been requested, but it was not available as of the date of this report.